Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual flow excessive (dilation and curettage), dizziness, nausea, grand multiparity, ovarian cyst, edema, cervicitis cystic and endometrial metaplasia. Concomitant products included dextropropoxyphene;paracetamol and drospirenone + ethinylestradiol (yaz). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (underwent procedure to remove essure/supracervical hysterectomy (uterus only) oophorectomy,left salp). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Left tube had eight coils, right tube had three coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed implanted. Pathology test - on (B)(6) 2012: final diagnosis: cervix: ectocervical vascular proliferation and edema. Mild chronic cystic cervicitis. Squamous metaplasia. Uterus with left ovary and bilateral fallopian tubes, lavh-lso: left adnexa and right fallopian tube: left ovarian follicular cysts, surface epithelial lesions and focal serosal adhesions. Bilateral fallopian tubes with no significant pathologic change.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual flow excessive (dilation and curettage), dizziness, nausea, grand multiparity, ovarian cyst, edema, cervicitis cystic and endometrial metaplasia. Concomitant products included dextropropoxyphene;paracetamol and drospirenone + ethinylestradiol (yaz). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (underwent procedure to remove essure/supracervical hysterectomy (uterus only) oophorectomy,left salp). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Left tube had eight coils, right tube had three coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: confirmed implanted. Pathology test - on (B)(6)2012: final diagnosis: cervix: 1. Ectocervical vascular proliferation and edema. 2. Mild chronic cystic cervicitis. 3. Squamous metaplasia uterus with left ovary and bilateral fallopian tubes, lavh-lso: left adnexa and right fallopian tube: 1. Left ovarian follicular cysts, surface epithelial lesions and focal serosal adhesions. 2. Bilateral fallopian tubes with no significant pathologic change.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received. Lot number was added. Reporter information was added. Concomitant conditions were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual flow excessive. Concomitant products included propacet (darvocet). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced headache ("headache") and migraine ("migraines"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (underwent procedure to remove essure/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, headache, migraine, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed implanted most recent follow-up information incorporated above includes: on 4-apr-2018: information from pfs and mr: new reporters added. New events added: abnormal bleeding (vaginal, menorrhagia), fatigue, migraines / headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, headache and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, migraine and pelvic pain to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.